Event description:
It was reported to boston scientific corporation in 2005, that a rx dilatation balloon was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2005, (patient gender, age and weight are unknown). According to the complaint, the "balloon popped on second inflation". The procedure was completed with another rx dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been destroyed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.